Event description:
It was reported that the patient had ventricular tachycardia and the therapy was withheld by the sinus tachycardia rule. The possibility of reprogramming to try to avoid this was being considered but not implemented. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.